Manufacturer narrative:
Abbott field service (fse) investigated the issue on-site and provided photos showing black soot on the back of the analyzer and on the power cord. The fse also observed signs of a fluid leak on the floor from the floor drain behind the analyzer. After discussing this issue with building maintenance, they "snaked " out the drain which found evidence of a clog, which was removed. There was evidence of splashing around the floor drain, but no evidence of a fluid leak internally in the c4000. The fse replaced the c4 main power supply (pn 7-205174-02) and the power cord (ln 08l13-02) which returned the analyzer to normal operation. A review of ticket history for (B)(4) did not identify any issues that may have contributed to the event. There have been no further reports of smoking since the parts were replaced. A review of complaints for the c4000, ln 2p24, power supply pn 7-205174-02, and power cord ln 08l13-02 did not identify any related issues or trends. The 2018 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The damage was limited to the power supply and power cord. The architect system operations manual provides labeling with regard to electrical hazards, emergency shutdown, and operator responsibility. The architect c4000 system service and support manual provides information regarding electrical hazards, and instructions for replacing the power supply and power cord. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c4000 sn (B)(4), the power supply pn 7-205174-02, and the power cord ln 08l13-02.

Event description:
The customer reported the architect c4 instrument power supply failed. The customer loaded the specimens, started the run then left the lab. Upon returning, she saw a puff of smoke but no fire. There was black soot around the power switch on the back of the processing module. The customer powered the unit off. There was no impact to patient management, user safety, or facility damage reported.